Event description:
According to the literature, a retrospective study compared therapeutic outcomes of combined transarterial chemoembolization (tace) and radiofrequency ablation (rfa) in the treatment of small hepatocellular carcinoma in subphrenic versus nonsuphrenic locations between june 2010 and january 2017. It was noted that rfa was accomplished with either a 17-g cooltip electrode or a competitor's product. There were 293 patients included in the study and complications included: liver abscess treated with percutaneous catheter drainage, hemothorax treated with percutaneous catheter drainage, pneumothorax, subsegmental hepatic infarction, subsegmental bile duct stenosis, portal vein thrombosis and pleural effusion.

Manufacturer narrative:
(B)(4). Title: combined transarterial chemoembolization and radiofrequency ablation for subphrenic versus nonsubphrenic hepatocellular carcinoma: a propensity score matched study: jun gon kim; 2021; springlink. Source: abdominal radiology (2021) 46:5735¿5745. If information is provided in the future, a supplemental report will be issued.